Event description:
Additional information was received that the lead was surgically abandoned and not explanted.

Event description:
Boston scientific received information that during an elective procedure to reopen the pocket, this right atrial (ra) lead was observed to have dislodged. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--